Manufacturer narrative:
This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Are related to the same incident. (B)(4) event description continuation: of force ranged from 6 to 25 with three tags that had a force peak as high as 45-52 grams. The average time was between 6 to 30 seconds. Most of the tags were at 25 or 30 watts. The physician did not use a temperature probe in this procedure to monitor the esophagus. The patient had history of symptomatic atrial fibrillation with multiple cardioversions. No product malfunctions have been confirmed related to this patient injury. On february 29, 2016, additional information was received on the patient's current condition. It was reported that the patient is improved and doing well. The investigational analysis has been completed. The repair follow-up was performed and the device will not shipped for service. Service was declined. The complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
This esophageal fistula adverse event was already reported under the ablation catheter (3500a report # 9673241-2015-00269 / (B)(4)) on may 7, 2015. This 3500a report included the generator product information that was used in this procedure. During a routine follow-up review for this esophageal fistula outcome, the complaints department discovered on february 16, 2016 that we did not open a separate complaint for this generator. In order to ensure administrative consistency and completeness, we have created a complaint for this generator under (B)(4) and are submitting a separate report for the generator. The awareness date for this correction is february 16, 2016. It was reported that a patient, (B)(6), male, suffered an esophageal fistula on (B)(6) 2015 after an afib procedure that he had on (B)(6) 2015. The esophageal fistula occurred only in the pericardium which was confirmed by CT prior to surgical intervention. The patient required extended hospitalization due to the esophageal fistula. The physician's opinion regarding the cause of this adverse event is that this is not product problem. The physician believed too long of ablations with too much contact and too high of power on the posterior wall near right inferior pulmonary vein (ripv) could cause this injury. After reviewing visitags module, it was stated the average impedances were between 130-140. The average temperature was between 34-36 degrees. The grams